Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient started experiencing seizures every 10-15 minutes and was brought into the emergency room. The patient had just recently underwent a battery replacement on (B)(6) 2022 and the patient's medication was increased to resolve the seizures. No other relevant information has been received to date.

Event description:
Additional information received noting that the increase in seizures was not vns related and it was below pre-vns baseline levels. The intervention taken was checking the patient's labs, eeg and adjusting their medications.